Event description:
It was reported that pump displayed malfunction code 9 with a related fault ID and that no notable events had occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if any malfunction code occurred again.